Manufacturer narrative:
(B)(4) concomitant medical products: terumo 6f 45cm destination sheath introducer, st. Jude medical treasure xs guidewire, boston scientific 2.0mm*10cm sterling balloon catheter, boston scientific 1.0mm*10cm sterling balloon catheter and unknown 035 guidewire. (B)(6) the product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During a stenting procedure to the left superficial femoral artery (sfa), it was reported that a smart stent (6 x 150mm - lot number unknown)was delivered to the distal of the lesion, however it could not cross so the stent was placed at the origin of the lesion. A second smart stent (6 x 120mm) was delivered to the lesion but it could not cross as well. Therefore, the guidewire (treasure xs, st. Jude medical) was changed to another one (035) but the issue continued. Furthermore the outer sheath was withdrawn and the stent seem to be deployed. Therefore the stent was changed to another stent (smart 6 x 150mm). The procedure finished successfully and there was no patient injury reported. The products were stored and handled according to the IFU. The products were inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery systems prior to use. A sheath introducer (6f 45cm destination, terumo) was inserted from the right common femoral artery. The guidewire crossed the lesion and pre-dilation was conducted with balloons (2.0mm x10cm and 1.0mm x 10cm sterling, boston scientific). It is unknown if there was no difficulty encountered while advancing/tracking the second stent towards the lesion. It is unknown if the stent delivery systems passed through any acute bends. The following is unknown, if any unusual force used at any time during the procedure with either stent, if the third stent was placed proximal or distal to the first stent, if there was any overlap, if the additional stent expanded fully with good wall apposition, if the second stent was prematurely deployed inside the patient, if there was any difficulty removing the stent delivery systems from the patient and if there any films available for review. The procedure was for total occlusion lesion of the left sfa). The lesion was heavily calcified and not tortuous. The rate of stenosis was 100%. The second stent will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: the site reported that a 6 x 120mm 120/150 smart stent delivery system (sds) failed to cross the target lesion. It appears that they were unable to fully deploy the stent. The sds was removed without issue and the procedure completed with another smart stent with no reported patient injury. The event involved a patient undergoing an endovascular intervention on a target lesion in the left superficial femoral artery. The target lesion was described as a chronic total occlusion (cto), 100% stenosed, heavily calcified and non-tortuous. The patient¿s vasculature was accessed with a non-cordis catheter sheath introducer from the right common femoral artery and the lesion successfully crossed with a non-cordis 0.035¿ guidewire. This was followed by pre-dilation with a 2mm x 10cm non-cordis balloon followed by a 4mm x 10cm non-cordis balloon. An initial attempt to cross the lesion with a 6 x 150mm 120/150 smart stent was unsuccessful and the stent was therefore deployed in the proximal aspect of the lesion. A second 120/150 smart stent (6 x 120mm) sds was then advanced but it also failed to cross the lesion. The physician exchanged the guidewire with another 0.035¿ guidewire but the 6 x 120mm smart sds was still unable to cross. The outer sheath of this sds was withdrawn and it appears that the physician thought that the stent had been slightly exposed. It is unclear from the report whether difficulty was experienced during the withdrawal of the outer sheath or not. The sds was removed and the procedure successfully completed with a 6 x 150mm smart stent with no reported patient injury. One non-sterile smart 120 150, sfa- 6x120mm was received coiled inside a plastic bag. The device was received with an un-deployed stent and with the hemostasis valve closed. No discrepancies were found. The outer diameter (od) of the outer sheath was measured and was found acceptable within specification. Functional testing of the deployment process was performed without any problems. A review of the manufacturing records revealed that this lot of products met specification prior to release. The reported ¿sds - failure to cross¿ and ¿sds ¿ deployment difficulty-partial deployment¿ events were not confirmed since no anomalies were found during dimensional or functional testing. The exact cause of the reported failures condition could not be conclusively determined. According to the product IFU, the use of this product is contraindicated in patients with highly calcified lesions. The IFU also cautions that when treating multiple lesions, the most distal lesion should be stented first followed by the stenting of proximal lesions. Stenting in this order eliminates the need to cross and reduces the chance of dislodging stents that have already been placed. The IFU further states that if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Based on the information available for review, there are vessel characteristics (cto, 100% stenosed and heavily calcified) and procedural factors (stenting of most proximal aspect of lesion first) that may have contributed to the reported event. Neither the provided device history record review nor the returned product analysis suggests that the reported events were related to the manufacturing process. Therefore, no corrective actions will be taken at this time.